Manufacturer narrative:
(B)(4) was used to capture the patient undergoing surgical intervention. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This right atrial (ra) lead was dislodged due to twidllers syndrome. Surgical intervention was required to repositioned the lead and during that procedure the lead exhibited helix retraction issues, the lead was then successfully replaced. No additional averse patient effects were reported.